Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified circumflex artery. A 2.50mm x15mm nc emerge® balloon catheter was advanced, however, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. Microscopic inspection revealed a longitudinal tear in the balloon material over. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified circumflex artery. A 2.50mm x15mm nc emerge® balloon catheter was advanced, however, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.